Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3550-39, lot# n288731, implanted: (B)(6) 2011. Product type: accessory: product ID 3550-29, lot# n284516, implanted: (B)(6) 2011. Product type: accessory: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead. (B)(4).

Event description:
It was reported that the patient¿s recharger was working ok but was concerned about how often she was charging. It was noted that the patient felt the battery was depleting quickly because she charged every day for a couple of hours. It was further noted that the patient started to have symptoms on her right side and would like a second lead placed. It was also stated that the patient had new pain in her right hand and arm. It was additionally reported that it was attempted to reprogram the patient's battery to use less battery consumption but was unable to. It was also noted that the patient will have her battery replaced, with the possibility of adding another lead, and the surgery was scheduled for early august. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that the patient's surgery was scheduled for (B)(6) 2013. Additional information received reported that a new lead was added for right arm coverage. Additional information received reported that the patient had the revision (B)(6)2013. It was noted that the patient now got stimulation on the right as the patient needed. It was noted that a bigger battery was used to get more time between charges and it already helped. It was noted that the patient was pleased with the outcome so far.